Manufacturer narrative:
Concomitant medical products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3998, lot# l96011, implanted: (B)(6) 2001, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that no ins was used as the leads and extensions were removed due fracture (as reported in MFR. Report # 3007566237-2015-02050). The patient no longer has a spinal cord stimulation system, and the patient was referred to the pain physician to re-trial. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension; product ID 3998, lot# l96011, implanted: (B)(6) 2001, explanted: (B)(6) 2015, product type: lead.

Event description:
It was reported that the patient developed an infection at the battery site. The doctor only removed the battery and kept the paddle lead and extension in place. A culture was taken at the device pocket but the organism was unknown. IV antibiotic treatment was necessary and the infection symptoms were reported on (B)(6) 2014. It was also noted that the patient bumped into a door handle and hit the spinal cord stimulator (scs) battery. Ever since then, it was extremely sore, red and hot. The patient was alive with no injury at the time of this report. The patient¿s outcome was unknown or if the infection resolved. The device was not yet replaced, but possibly in a few months once it was confirmed that the patient was free of the infection. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.